Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that it was taking longer to recharge the patient's implantable neurostimulator (ins). It was stated it had progressively gotten longer over the last 3 months. The patient said it used to take 10 minutes and now was taking 45 minutes. They were getting 6-8 coupling boxes when charging. The patient was going to document charging and call back if there was an issue. No symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.